Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient observed air in the patient line without an alarm while using the homechoice machine. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative assisted the patient in ending therapy and advised starting over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.